Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an reservoir issue on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that they have defective reservoir, it would not connect to the tube correctly. The customer stated that after switching to another reservoir she was able to get it working. The customer said that she was changing her infusion set she was unable to get insulin to push from her reservoir to tubing. The customer was advised that we are sending replacement reservoir to replace the defective one.